Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised bi-laterally to address pain, clicking and popping, and elevated cobalt blood levels. Doi (B)(4) 2005 - dor (B)(4) 2012 both hip).

Manufacturer narrative:
This report is being rejected because it has been identified as being a duplicate of another report, 1818910-2012-28122.